Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that a chesapeake al implant fractured intra-operatively and that the device remains implanted in the patient. The procedure was completed with no surgical delay.